Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17116.

Event description:
Philips received a complaint from a product support engineer (pse) reporting a vent inoperative 1007 error code (machine and proximal pressure sensors failed) occurred on a v60 ventilator during a pre-delivery check. The device was not in clinical use. There was no harm. The investigation is ongoing.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) reported the issue could not duplicated despite device checking. The event log confirmed error "vent inoperative machine and proximal pressure sensors failed" (diagnosis code 1007) had been recorded. The data acquisition (da) board and da-motor controller (mc) cable were replaced preventively. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.